Event description:
The facility reports the carer was assisting the nurse by turning the pt on his side. When the pt was turned, the side rail released due to the latch breaking. The pt began to fall. The carer tried to catch the pt but could not. The pt struck his leg and the carer suffered a strained back.

Event description:
The carer was assisting the nurse by turning the patient on their side. When the patient was turned, the side rail released due to the latch breaking. The patient began to fall. The carer tried to catch the patient but could not. The patient struck their leg and the carer suffered a strained back.